Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Stab - mouth [mouth injury]. Head comes off - oral-b [device breakage]. Head shaft looks like has worn - oral-b [device physical property issue]. Case narrative: consumer via e-mail stated that the oral-b pro replacement toothbrush heads came off of their oral-b pro 1 680 toothbrush and they have stabbed themselves a few times with it. The oral-b toothbrush head shaft looked like it had worn. No serious injury was reported.

Manufacturer narrative:
02-mar-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.

Event description:
Stab - mouth [mouth injury]. Head comes off - oral-b [device breakage]. Head shaft looks like has worn - oral-b [device physical property issue]. Case narrative: consumer via e-mail stated that the oral-b pro replacement toothbrush heads came off of their oral-b pro 1 680 toothbrush and they have stabbed themselves a few times with it. The oral-b toothbrush head shaft looked like it had worn. No serious injury was reported. 08-sep-2022 case update: the suspect product was oral-b power rechargeable toothbrush handle 3766. No serious injury was reported.